Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is attributed to misuse.

Event description:
The reporter stated that the hole of the proximal screw from the g/k targeting device has been damaged on the medial side. This event did not cause an adverse consequence to the pt or a surgical delay.